Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the table top illuminator is too dim. It was noted that they could get most probes to be recognized, but they were still too dim. The case was completed using an auxiliary illuminator. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer reported that the tabletop (tt) illuminator of the system was too dim. There was no patient impact reported. The procedures were completed using the same system. The company service representative examined the system and was unable to replicate the reported event. The tt illuminator output met product specifications. In addition, the customer reported that the tt illuminator was not recognizing some of the probes, even when their auxiliary illuminator was able to recognize the same probes. The company service representative verified that the tt illuminator was able to recognize the customer¿s and the test probes successfully. The company service representative replaced the tt illuminator as a preventative measure per the customer's request. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).